Event description:
It was reported that a patient's pacemaker was found to have exhibited a failure to capture issue during a capture threshold test. No intervention was reported. The patient was stable throughout.